Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at this time. A call placed to technical services on 4/24/2013 states caller reported that she faxed in some strips from patient's check. States there appears to be some delay between signals on intracardiac electrograms and surface eletrocardiogram for atrial signal. Sent in underlying rhythm, doi pacing and atrial threshold test. Fax retrieved and reviewed. Agree that there is some delay or latency between intracardiac atrial signal and p wave on surface ECG from underlying rhythm ECG. There is a similar appearance when atrial pacing in doi mode and threshold test, but can clearly see when capture is lost. System has been in for couple years so don't think anything has moved or that this is causing an issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).